Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to a damaged charge-coupled device (ccd) unit. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image noise/ image disappearance at angulation/ error code check. Due to damage on charged coupled device unit, the image disappears during angulation in up/down directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had image issues. The enitre screen turned black when device was angulated. The issue was found during maintenance. There were no reports of patient harm.